Event description:
It was reported patient underwent a revision procedure one year post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented cruciate retaining (cr) standard left size 6, catalog #: 42502606001, lot #: 64382146. Articular surface medial congruent (mc) left 10 mm height use with tibia sizes c-d/cr femur sizes 6-7, catalog #: 42512100410, lot #: 64953202. Stem extension tapered cemented 14 mm diameter +30 mm length, catalog #: 42557000114, lot #: 64923078. All-poly patella cemented 32 mm diameter, catalog #: 42540200032, lot #: 64776016. Report source: australia. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2022-00241.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.